Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 27 mmol/l. Customer's current blood glucose was 4 mmol/l. Customer stated that insulin pump had no delivery alarm. Customer stated that alarm did not occur during manual prime. Insulin pump will not be returned for analysis.